Event description:
The patient fell off a ladder and subsequently experienced overstimulation and a burning sensation when the stimulation was on. Impedance measurements were normal. The patient could not tolerate any programming without pain. It appeared that the lead had migrated. Comparison of current x-ray to initial post-implant x-ray was pending. The patient was at the clinic in good condition. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).